Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at their ipg site. As a result, the patient underwent surgical intervention. During the procedure, the physician decided to explant and replace the patient's ipg. The replacement ipg was implanted in a new location to address the issue.